Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the buttons are broken and the screen is not coming on. Customer's social worker has been trying to get her one. Customer stated that the screen will not come on. Customer also stated that the meter is not working. Customer reported that the pump does not have a battery in it. Customer stopped using the pump about 4 months ago. Customer found no visible damage on the battery compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Insulin pump had a blank display, due to moisture damage on electronics. Unable to verify unresponsive button due to blank display. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).